Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and updating information submitted on the initial medwatch report. Please reference section f (user medwatch form). Evaluation: the customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation. Instructions for use indicates to change the electrodes after 8 hours of pacing and to evaluate the patient every 30 minutes. Electrode labeling calls out the importance of good placement on the patient and provide instructions for proper electrode application technique. Poor adherence and/or air under the electrodes can lead to the possibility of arcing and skin burns. Good skin preparation does not guarantee that a burn will not occur and burns from defibrillation is an expected risk.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a (B)(6) female patient, after removing the electrode pads, burns were found on the patient's skin. Patient sustained burnmarks. This is all the information available.